Manufacturer narrative:
Tw ID (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 plastic tip pulled away from jaw.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 plastic tip pulled away from the jaw. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Updated section: b-4, b-5, g-4, g-7, h-2, h-3, h-6, h-10. H3 other text : device not returned.

Manufacturer narrative:
Trackwise #(B)(4) updated section: b4, g4, g7, h2, h6, h10 the lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Unk.